Event description:
It was reported that two ez45b were used during a resection procedure. It was reported by the affiliate that the 1st instrument after firing and opened, the reload fell out. The 2nd instrument cannot be opened. There was no consequence to the pt. Devices were discarded but a video will be returned.